Manufacturer narrative:
The field service representative (fsr) performed a site visit, reviewed the message history log, and observed multiple r1 dispense errors. The fsr rebuilt the sample syringe, reagent 1 syringe, and reagent 2 syringe. Additionally, the fsr replaced the high concentration waste peristaltic pump tubing, replaced the cuvette dry tip, washed the cuvettes, and ran qc with results in specification. No additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that erroneous results were generated for 20 patient samples tested on the architect c4000 analyzer. One patient example was provided. Initial decreased results and reference range: sodium <100 mmol/l (136-1450), potassium 1.4 mmol/l (3.5-5.1), chloride <50 mmol/l, co2 5 meq/l (98-107), glucose 16 mg/dl (70-99), calcium <2 mg/dl (8.4-10.2), urea nitrogen 4 mg/dl (5-20), creatinine <0.2 mg/dl (0.72-1.25). The customer stated the sample retested within normal ranges (no exact values provided). No adverse impact to patient management was reported.